Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx applier and endoanchors were used as an accessory device along with an endurant stent graft system in the endovascular treatment of the patient. It was reported that approximately 18 months post implant, an occlusion of the right renal artery stent was identified. The event was assessed as related to the index procedure. The patient was treated with medication. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.